Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
Reference MDR #9680794-2011-00017 for the first event and MDR #9680794-2011-00018 for the second event involving the same pt. It was reported that during a procedure, the spring wire guide (swg) unraveled. Three swg's were used for this pt. Additional info received on 03/22/2011 stated they reported that the swg "kinked" three separate times while trying to insert in this (B)(6) male pt. The insertion site is unk. It is noted that the surgery was able to be completed and that there were no pt complications to report. The picture provided with the complaint shows the swg had unraveled however, they say "kinked."